Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient exhibited a hematoma a few weeks after implant. The hematoma was drained to solve the issue. However, the patient developed infection, sepsis and the implantable cardioverter defibrillator (ICD) eroded as complications from the procedure. A system revision was performed in which the ICD was explanted, the right ventricular (rv) lead was abandoned and the patient was treated with intravenous antibiotics. Nonetheless, the infection and sepsis persisted and a third surgical intervention was performed to explant the rv lead and resolve the issue. No additional adverse patient effects were reported.